Manufacturer narrative:
A ge service rep performed an on-site investigation. The power cord was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a control panel error. This error causes the system to immediately shut down. There is no report of injury or death associated with the event described in this complaint.